Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is available for evaluationthe device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver is rounded out. This was found in the sterile processing department. This complaint does not involve any patient or procedure. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Part 314.020, lot 2235918: manufacturing location: (B)(4). Release to warehouse date: (B)(6) 2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the screwdriver was rounded out. The repair technician reported the tip of the screwdriver was rounded. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: the returned hex screw driver was inspected at customer quality and the complaint of rounded tip was confirmed. The device is sold with a holding sleeve and the holding sleeve was not received at customer quality. Visual inspection performed at customer quality observed that tip was worn and the hex edges got rounded. No new malfunctions have been identified. Whether the complaint could be replicated is not applicable due to post manufacturing damage. Relevant drawings were reviewed and no product design issues or discrepancies were observed. Dimensional analysis performed at the tip flat to flat region was measured and fell within specification. Also, dimensional analysis performed on corner to corner region of hex was measured and was out of specification due to post manufacturing damage. A device history review was performed for the returned instrument¿s lot number and no non-conformance reports, material review reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. A definitive root cause could not be determined. However, it is likely that age of the device with over 11 years of consistent use and device handling during usage could have led to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.